Event description:
A healthcare facility in australia reported, via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was noisy and leaking air. It was also reported that when they covered the area, leaking noise reduced. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and water bath tested. Results: visual inspection and test of the returned complaint bc191 flexitrunk infant nasal tubing revealed that the tubing was damaged between the 3rd and 4th spiral at the midline side. Conclusion: we are unable to determine the cause of the reported event. However, it is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to nasal tubing section d4: model and catalog # updated to bc191-05 section d4: expiration date added section d4: UDI details updated section g1: contact person updated to mr. Diego vargas banuelos section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval method: the complaint bc191 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and water bath tested. Results: visual inspection and test of the returned complaint bc191 flexitrunk infant nasal tubing revealed that the tubing was damaged between the 3rd and 4th at the midline side. Conclusion: we are unable to determine the cause of the reported event. However, it is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in australia reported, via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was noisy and leaking air. It's also reported that when they hand over the area, leaking noise reduces. There was no patient consequence.

Event description:
A healthcare facility in australia reported, via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was noisy and leaking air. It's also reported that when they hand over the area, leaking noise reduces. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint bc191 flexitrunk infant nasal tubing is currently en route to fisher and paykel healthcare (f&p) for investigation. We will provide a follow up report upon completion of our investigation.